Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to drawer failed. A field service engineer inspected the device and reseated drawer and cleaned contacts, secured connections, replaced damaged tray. Verified recovery and functionality via hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pockets c4, a1, b1, e4 were failed, and cubie did not open. The customer reported that cause of the failure was due to liquid spill in the drawer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pockets c4, a1, b1, e4 were failed, and cubie did not open. The customer reported that cause of the failure was due to liquid spill in the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.